Event description:
While using 2-0 prolene suture, tips broke off of two (2) needles. Surgeon notified, intraoperative x-ray taken before closing wound. Doctor stated "no needle tip found in abdomen on x-ray." Incident report produced. Box that contained the suture was removed from room and given to materials coordinator along with broken needles.